Event description:
It was reported that the patient presented to the operating room for implant procedure. Prior to implant, failure to extend and retract helix was observed on the right ventricular lead. The lead was not implanted, another lead was implanted. No adverse consequences were reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: the previously reported device code erroneously did not include device code (B)(4): deployment issue; the device code (B)(4): deployment issue should have been included.